Event description:
It was reported that the device had a sticky needle on the pressure gauge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. The device was received for evaluation; in good condition. Device was manufactured in 2019. Visually inspected device and found that hi-2 cuffs pressure gauge needle sticking. This confirmed the reported issue. The root cause of the issue was deemed to be supplier related. Action(s) taken to mitigate the reported issue(s): replaced hi-2 pressure gauge; device passed all functional tests.